Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a critical pump error image on the pump screen. Customer stated blood glucose value was 134mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error alarm during testing due to moisture damage electronic assembly on the stacks and on force sensor. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked case along the side of the battery tube, scratched case, missing display window cover, minor scratched lcd window and corroded battery tube.